Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blister-like rash on her back underneath the therapy pads. The patient's cardiologist recommended a (B)(6) cream for the rash. After using the cream, the patient reported that the rash improved.